Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. Concomitant products: lasso nav variable eco, model #: d-1343-01-s, lot #: unknown_d-1343-01-s. Carto 3 system. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a smarttouch bi-directional thermocool sf nav d-f catheter and suffered a cardiac tamponade requiring a pericardiocentesis. After the procedure was completed and the catheters were removed from the patient, a tamponade was observed. The pericardiocentesis yielded an unknown amount of fluid. The patient was reported to be in stable condition immediately after the event. There is no information regarding extended hospitalization. The patient fully recovered with no residual effects. Transseptal puncture was performed with an unknown needle. There is no information regarding the sheath, generator settings, ablation time, irrigated catheter flow setting, or anticoagulation during the procedure. There were no error messages observed on any bwi equipment. There is no information regarding the patient's medical history. There were no factors cited that may have contributed to the adverse event. The physician's opinion regarding the cause of the adverse event is that it was procedure-related.